Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultrasmart meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014 at 6:15am. The patient reported obtaining a reading of ¿170 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (self-adjuster) and denied making any changes to his usual diabetes management in response to the alleged inaccurate result. The patient claimed that despite the reading being high, he felt ¿low¿ approximately 3 minutes after the alleged issue began and described his symptoms as being ¿sweaty and shaky¿. The patient denied receiving any medical treatment due to the alleged meter issue. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issue began.